Event description:
It was reported there was a hemostatic valve could not be tightened. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman laa closure device & delivery system (wds) were used. During the procedure, the physician exchanged the pigtail catheter for the watchman device, and did not experience bleed back from the was sheath. The physician pulled the sheath back slightly to ensure no contact with tissue, and there still was no bleed back. The physician then discovered the seal knob on back end of the was sheath was not sealing and could possibly introduce air. The was exchanged for a new one to complete the procedure. There were no complications to the patient.